Manufacturer narrative:
Device evaluation a report was received regarding sterile saline syringes with malfunctioning plungers. To support the investigation, one empty syringe sample¿lacking a packaging flow wrap and tip cap¿was submitted for evaluation by the quality team. A visual inspection was conducted using 10x magnification. The syringe¿s plunger rod and barrel showed no signs of damage or cracking. No defects or imperfections were observed. The sample was subsequently tested for sustaining force, defined as the force applied to the plunger rod during downward movement to expel the saline solution. The test results were within specification. A device history record (DHR) review was completed for material number 306499, lot 5077095. The review found no quality issues during production that could be linked to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. To date, no similar incidents have been reported for this lot. Based on the investigation and analysis of the returned sample, the reported issue could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Description: it was reported by customer that sterile saline syringes with malfunctioning plungers. Material # 306499 batch # 5077095. There was an ir placed a few weeks back about sterile saline syringes with malfunctioning plungers. At that time, I sent down the product. We do have another syringe that had the same issue this morning and I have that product as well. The clear package that the saline flushes don¿t have anything on the package. Additional information the nurse was using a sterile saline 10cc flush to draw back blood from a central line after flushing the line with water. As she was pulling back she felt a lot of pressure, and then suddenly the black piece of rubber that attaches to the plunger of the syringe came off and the suction mechanism of drawing back was disengaged. There was no harm to the patient. I am unsure of the date of the last event, I apologize. It was not reported to bd but it was a similar situation where the suction mechanism was disengaged when drawing back with the plunger to get blood off a line.